Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief and the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.